Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was displayed as "high." Specific blood glucose value was unknown. The customer changed supplies to address the high bg level. To resolve the occlusions, the customer changed the supplies, including the infusion set and cartridge, and resumed insulin.